Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2015. 3058, mcu ipg, implanted: (B)(6) 2014. 3889-28, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead oversensing was noted on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.